Manufacturer narrative:
Concomitant product: 507135 lead implanted: (B)(6) 2008. Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion.

Event description:
It was reported that the elective replacement indicator triggered for the device. Customer expectations regarding device longevity were not met. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.